Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the meds were not crossing from care connect epic to pyxis. A technical support specialist (tss) accessed the es server and launched sql server management studio (ssms) to run the downtime query, and no communication issues were identified and then logged into health sight viewer (hsv) and verified that there were no alerts indicating epic downtime. A tss reached out to the customer via email for further clarification. The customer confirmed that no sample was available and agreed to proceed with case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower, medications were not crossing from care connect epic to pyxis. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.